Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 10/01/2018. It was reported that the ventilator went into an inoperative state. The customer found a diagnostic error code that there was a blower source issue. The device was not being used for treatment when the reported event occurred the customer was sent a new blower assembly; they replaced the old blower assembly and the device was returned to use. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator went into an inoperative state. The customer found a diagnostic error code that there was a blower source issue. No patient harm or involvement. The event date was not specified; estimate used.